Event description:
The doctor lacerated her hand trying to remove a cap off a scalpel. She required 6 stitches at the emergency room.

Manufacturer narrative:
The investigation of this event is still in process by the manufacturer's us agent. Attempts will be made to obtain the lot number, expiration date, and further details of the event from the complainant. As more info is provided this form will be updated and submitted to the FDA as required.